Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the pump had low battery alarm so he replaced the battery and the pump did not turn on even after trying multiple batteries. The blank display was not less than 30 seconds. The customer also reported the battery cap was neither missing nor damaged and compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and the display did not return. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, sleep current measurement, active current measurement and self-test. No blank display anomalies noted during testing. Insulin pump trace download analysis confirmed the insulin pump alarmed an unexpected low battery alert and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management tool and confirmed low battery alarm and replace battery alert due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, faded serial number label, slightly peeling serial number label, peeling end cap address label, slight corrosion on battery tube spring and severe corrosion in battery tube.